Event description:
It was reported that no capture could be measured and low r-waves were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.